Manufacturer narrative:
Stryker provided the customer with a repair quote; however, the customer did not respond to the quote to have the device repaired. Stryker returned the device to the customer without performing any repairs and advised not to return the device to service. The cause was isolated to the user interface pcb assembly, however a conclusive cause could not be determined.

Event description:
A customer contacted physio-control to report that their device had displayed a blank screen during use. In state, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that their device had displayed a blank screen during use. In state, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified that the device displayed a white screen during boot-up operation. After replacing the user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.